Manufacturer narrative:
(B)(4). Twenty nine days after the onset of peritonitis, the pd therapy was withdrawn due to the fact that the patient did not respond to the peritonitis treatment. As a result, on the same day, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by abdominal pain and cloudy peritoneal effluent. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient's date of birth was unknown, however, it was reported that the patient was born in 1980. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.